Manufacturer narrative:
The repair center found the following defects: the curved rubber is missing, the bending angle is insufficient due to the elongation of the angle wire, and there are scratches on multiple areas of the device due to external factors. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the rubber adhesive part chipped on their endoeye flex 3d deflectable videoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens has peeled. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling adhesive on objective lens likely occurred due to physical and/or chemical stress. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.